Manufacturer narrative:
Additional information has been provided . This complaint file was reviewed by the clinical analyst, who stated the following: the customer reported to technical services that a system message of occlusion occurred. The lines were re-primed and re-tested. The handpiece was exchanged and still had the occlusion system message displayed. Additional information received noted that during a cataract procedure, there was an unknown system message (sm). The posterior capsule (pc) tore and an unplanned vitrectomy was performed. The original intraocular lens (iol) was implanted. The patient is doing fine now. The tubing and the handpiece were changed out. No lot numbers are available, no samples are available, and no patient identifiers are available. The surgeon feels that it was a failure of the system that caused the pc tear. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The company representative did not indicate finding any issues that were associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A director of surgical services reported that during a cataract extraction with intraocular lens implant procedure, the system displayed an unknown error message. The patient experienced a posterior capsule (pc) tear and an unplanned vitrectomy was performed. The handpiece and the tubing were exchanged. The original intraocular lens was implanted. The patients symptoms have recovered.